Manufacturer narrative:
There were no non-conformities detected during the batch history review and testing of the retain sample. The drain could tear due to some damage in use. The complaint considered to be not justified; no CAPA will be required in this case.

Event description:
Drain fractured upon removal on day of planned discharge. Patient returned to operating room on same day to take out remnant.